Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, seroma, lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, seroma, lymphadenopathy & gel bleed.

Event description:
Patient reported right side capsular contracture, baker grade iii, severe inflamed lymph nodes, small liquid accumulation, and silicone bleeding. The device remains implanted.

Event description:
The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6. The event of polymyositis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "small liquid accumulation, silicone bleeding, swollen lymph nodes and capsular contracture, baker grade iii with waterfall phenomenon" diagnosed by ultrasound and also mentioned about the recall. Patient later reported "capsular contracture baker IV", "chronically inflamed to the side", "skeletal muscles", "irritated lymph node, not maligned", "silicone bleeding into the tissue typical of defective implants" and "due to the major surgery of over 4 hours, I had to be inpatient". Healthcare professional later reported " waterfall phenomenon, capsular contracture baker grade IV and silicone bleeding". This record is for the right side. The device was explanted.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the manufacturing process. Anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Unsatisfactory result: unable to observe as it is not related to the manufacturing process. Seroma: unable to observe as it is not related to the manufacturing process. Polymyositis: unable to observe as it is not related to the manufacturing process. Lymphadenopathy: unable to observe as it is not related to the manufacturing process. Gel bleed: not observed since no gel is out of the device and the weight is within specification. As per the investigation procedures, creases and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Peer/ supervisor reviewer additional, corrected and/or changed data: a.4, b.5, d.3, d.4, d.6a, d.9, h.3, h.6.